Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within specification. No blank display anomalies were noted. No unexpected off no power alarm noted. The device's battery cap does tighten properly. The device was received with minor scratches on lcd window and reservoir tube window.

Event description:
Customer called to report that the inuslin pump has a blank display. It was also reported that the insulin pump alarmed off/no power. Customer's blood glucose reading was 108 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.